Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set cannula kinked event within 3 hours of insertion. The blood glucose level was noticed 322 mg/dl. The site of insertion was thigh. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6004837 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference samples version 11 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 1 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 1 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6004837 was manufactured according to the document version 110 on the packing process in the line 3, on 05/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.